Manufacturer narrative:
Age at the time of event: above 18 years and older. Device is a combination product.

Event description:
It was reported that a stent damage occurred. During unpacking of a 2.50x38mm synergy ii drug-eluting stent, it was noticed that the distal portion of the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.